Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss informed the customer to look in the doctors settings, which revealed that the continuous irrigation was disabled. The tss informed the customer to change the setting and to see if the event reoccurs for the next case. The customer was informed of the correct setting to allow the continuous irrigation to stop when needed. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause can be attributed to user error and not understanding what the settings were set at. (B)(4).

Event description:
A nurse reported irrigation was still active when footpedal was not depressed on a cataract system during a procedure. The continuous irrigation appeared to become active although the screen displayed "irrigation". The procedure was completed after exchanging the system. There was no pt harm.